Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt received a letter from his surgeon about the recall. The pt complains that his left leg is one full inch longer than the right since the implant surgery. Also, the pt complains of chronic severe pain in his left hip, leg and back since early 2012.